Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer states that the device alarm is not loud enough. There was no reported pt harm.